Event description:
New information notes that an old hematoma was evacuated during this procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an infection. The cause of infection is unknown. The system was explanted. The patient was stable. Related manufacturer reference number: 2017865-2020-14123, related manufacturer reference number: 2017865-2020-14124.